Manufacturer narrative:
On 8/24/2016, a medtronic field service engineer visited the site. He found that the mvs database was failing. He replaced mvs computer and verified system functioned as intended. Analysis of suspect computer found: confirmed reported problem "an error may have occurred that damaged system database." Performed patient data removal and cleared corrupt database. Virus scan complete. Os and o-arm application load as expected. Time/date (cmos check) are correct. Installed computer in o-arm system 267 and the system readied and communicated as expected. The 2d and 3d imaging were successful as well as image retrieval. Clearing corrupt backup database resolved failure.

Event description:
A site registered nurse (rn) called medtronic technical support to request assistance when the o-arm mvs (mobile viewing station) monitor was blank. They had rebooted 4 times, and then they could see the boot text on the mvs monitor. Eventually the mvs booted all the way and the error message showed, "an error may have occurred that damaged system database." They weren't able to click through this error message so o-arm imaging/navigation were discontinued after about a 15 minute delay. No harm to patient. Surgery completed without.

Manufacturer narrative:
The software investigation confirmed that the reported event was related to a corrupt software database issue on the computer. This issue was documented in a medtronic navigation software anomaly tracking database.